Event description:
New information received notes the left ventricular lead was not explanted during the previous procedure but was capped in a procedure(B)(6) 2022 and replaced.

Event description:
It was reported that following a recent implant, high pacing thresholds were observed on the left ventricular (lv) lead. Dislodgement was confirmed. The lv lead was explanted successfully. A replacement was not implanted due to venous occlusion. The patient was stable in stable condition.